Manufacturer narrative:
Additional information for h10: upon follow up with the customer, the customer clarified that, after further investigation, a non-baxter set had caused the issue. There is no allegation against the baxter set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified chemotherapy set disconnected from the port of a chemotherapy bag. This issue was further described as, ¿phaseal spike placed into IV line port for chemo preparation and inner tube fell out of the port¿. The issue occurred during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.